Event description:
It was reported to philips that the system generated the following remote alert: error_fluostr-imageds. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced two image hard disks. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and confirmed that the fluostr images was error. Upon troubleshooting, fse found that the image disks ippc was defective. To resolve this issue, fse replaced the image disks ippc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.